Event description:
It was reported that during an ablation procedure below the pulmonary valve, an audible "pop" occurred. The next day moderate pulmonary valve failure was proven by ECG. No intervention performed. No pt status provided.